Event description:
Conmed (B)(4) reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on (B)(6) 2021 during a total laparoscopic hysterectomy procedure when it was reported ¿it was confirmed that the tip insulation part had peeled off during use. It is unclear whether the cause of this peeling is due to the energy device or the forceps operation.¿ the procedure was completed and it is unknown if there was a delay. An alternate unknown device was used. The output energy:cut: dry cut >30-40w coag: forced >30-40w. After further assessment it was found, "it was confirmed that the peeled substance fell into the patient's body but it was recovered with forceps by the surgeon. The customer think that there was no residue because they did proceed washing and suction as much as possible." There was no impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Reported event is confirmed. Customer event ¿the ¿tip insulation part had peeled off during use¿ was confirmed based on photographic evidence and device evaluation. Received one 60-5274-132 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the complaint is confirmed. The insulation around the electrode is tearing and damaged. A two-year lot history review cannot be conducted as no lot number was provided. A device history review cannot not be conducted as no lot number was provided. (B)(4). Per the instructions for use, the user is advised the following: to avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Always use the lowest possible setting to achieve the desired electrosurgical effect. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. Examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132, stealth 32 hook lap elec pkg was being used on 24nov21 during a total laparoscopic hysterectomy procedure when it was reported ¿it was confirmed that the tip insulation part had peeled off during use. It is unclear whether the cause of this peeling is due to the energy device or the forceps operation.¿ the procedure was completed and it is unknown if there was a delay. An alternate unknown device was used. The output energy:cut: dry cut >30-40w coag: forced >30-40w. After further assessment it was found, "it was confirmed that the peeled substance fell into the patient's body but it was recovered with forceps by the surgeon. The customer think that there was no residue because they did proceed washing and suction as much as possible." There was no impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.